Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: torque limiter, 0.8 nm, with ao/asif quick coupling, depth gauge for 2.0mm and 2.4mm screws, handle with hex coupling.

Event description:
Updated event description: it was reported that on (B)(6) 2020, one (1) torque limiter, two (2) depth gauges, one (1) depth gauge for 1.3mm and 1.5 screws was broken and missing components and one (1) handle with hexagonal coupling were damaged. The issue was encountered while cleaning in the sterile processing department (spd). There was no patient involvement. This complaint involves five (5) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: 6617552) was received at us customer quality site. Upon visual inspection it was noticed the device was missing the following components: the protection sleeve and the needle. Device failure/defect identified? Yes, the needle was missing because it was broke off and the protection sleeve not present. Dimensional inspection: a dimensional inspection was not performed due to the definitive finding of a missing component. Manufactured to and current drawings above were reviewed. Lot # 6617552 was manufactured under rev e of the drawing, released under co 1102101. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the needle has broken off and is missing. No definitive root cause could be determined based on the provided information. It is possible that the damage and lost of component could occur during the device maintenance (cleaning). No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is require. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number:319.006. Synthes lot number: 6617552. Supplier lot number: n/a. Release to warehouse date: mar 16, 2011. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the prongs of the 2 depth gauges were broken off at the base, and the front quick coupling portion of the screwdriver separated from the handle. The issue was encountered while cleaning in the sterile processing department (spd). There was no patient involvement. This report is for 1 depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 3 for complaint (B)(4).